Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that: it was reported that the patient underwent removal of a tibial nail on (B)(6) 2017 due to infection. The nail and two locking screws were originally implanted on an unknown date. During the removal, the reamer shaft broke on a screw that was in the patient after taking out the tibial nail. Reaming was finished and all fragments of the shaft were easily removed. The tibial nail was not replaced with any other device. The surgery was successfully completed with no delay. The patient outcome was reported as fine. Customer quality (cq) engineering investigation: this complaint is confirmed. The tip has sheared off the returned shaft. The tip fragment was not returned. The fracture angle is oblique which suggests an off axis force contributed to the device breaking. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. A visual inspection under 5x magnification, dimensional inspection, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part # 352.040, lot # l281959: manufacturing location: (B)(4), manufacturing date: 24.jan.2017: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of a tibial nail on (B)(6) 2017 due to infection. The nail and two locking screws were originally implanted on an unknown date. During the removal, the reamer shaft broke on a screw that was in the patient after taking out the tibial nail. Reaming was finished and all fragments of the shaft were easily removed. The tibial nail was not replaced with any other device. The surgery was successfully completed with no delay. The patient outcome was reported as fine. This report addresses intraoperative issue that occurred during hardware removal surgery. The postoperative hardware removal due to infection has been captured under linked complaint (B)(4). This report is for one (1) 5.0 mm flexible shaft. This is report 1 of 1 for complaint (B)(4).